Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of bipolar disorder. The patient symptom was noted as suicide attempt and intervention was lithium. The patient outcome was reported as ongoing event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v686988, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an intentional polysubstance overdose. It was noted the patient was found unresponsive on (B)(6) 2011. It was further noted the patient had chest and abdominal pain and a fever on (B)(6) 2011. It was reported the patient was put on a narcan drip, prescribed acetylcysteine, and hospitalized from (B)(6) 2011.